Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a universal surgical manipulator (usm)4 involved with this complaint to perform failure analysis. The usm was analyzed and found to have an error 319 when tested on an in-house system. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, an error 319 occurred on universal surgical manipulator (usm) 4. The intuitive surgical, inc. (Isi) technical service engineer (tse) recommended the customer to hard power cycle the system, but the issue persisted. The tse guided the customer to disable usm 4. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with 3 arms. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and found an error 319 in the error log on universal surgical manipulator (usm) 4. The fse replaced usm 4 to resolve the issue. The system was tested and verified as ready for use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.